Manufacturer narrative:
Before the delivery of a bed to the customer (as the device is from an arjo rental fleet), the device passed a quality control check process. All inspected functions, including brakes and steering, were assessed as accepted. The instructions for use (IFU 746-499) for the enterprise 9000 include maintenance recommendations related to brakes and castors, such as: "visually check castors weekly". "Check operation of castors, paying particular attention to braking and steering functions yearly". Although the device passed quality control prior to delivery, and maintenance recommendations are clearly outlined in the instructions for use, the exact cause of the damage to the castors and brake malfunction remains undetermined. It is not known when or how the damage occurred, and the root cause of the brake and castor failure could not be conclusively identified. To sum up, an arjo device failed to meet its performance specification since the brakes and castors were damage. The patient was involved in the event. The complaint was assessed as reportable solely due to the allegation that the patient fell from the bed. No injury was sustained. The UDI number is not available as the device was manufactured before UDI implementation.

Event description:
Arjo was informed about an event involving the enterprise 9000 bed. The customer reported that a patient fell out of the bed while sitting on its side, due to the bed moving despite the brakes being applied. There was no injury sustained. During the device inspection, an arjo technician found that the brakes were not working properly. Further inspection revealed that the castors were damaged, which prevented them from locking in place as intended. The castors were replaced with new ones to restore full functionality.